Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2018 regarding a patient receiving gablofen (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that on (B)(6) 2018, the patient experienced itchiness, stiffness, and baclofen withdrawal. The hcp read the logs and the patient had a motor stall on (B)(6) 2018 which had not recovered. Surgery to replace the pump was scheduled for (B)(6) 2018. It was unknown whether any environmental, external, or patient factors may have led or contributed to the issue, and the issue was not resolved at the time of report. The patient's status at the time of report was alive - with injury as the patient was in baclofen withdrawal. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer indicated that the healthcare provider (hcp) had told them the pump had stalled many times but restarted before there were any symptoms. No further complications haven been reported.

Manufacturer narrative:
Analysis of the infusion pump revealed that there was residue on the gear shaft of the motor gear train that resulted in the motor stall. If information is provided in the future, a supplemental report will be issued.